Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 20 march 2017. The representative was unable to replicate the reported issue. The representative reported that it appeared as though connection was loose on the panel when the reported issue occurred. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed a frame rate error message and were prompted to disconnect and reconnect the interface (umbilical) cable. Reconnecting the cable did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.